Event description:
It was reported by a tm - this probe has a frayed us probe cord at the point of connection to the probe itself. Additionally, it produces pixelated images. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.